Event description:
Nellcor received a report that during routine care it was observed that a unspecified portion of the tracheostomy tube was separating at the top.

Manufacturer narrative:
Device has been received and evaluated.